Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) was not performed due to unknown lot information. Review of complaint history identified five additional complaints with same catalog (part) number and one additional complaint with same or similar issue. There were no similar issues with part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "femoral component impinges on acl¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a female patient underwent a left knee replacement surgery on (B)(6) 2016 and during the surgery it was reported that femoral implant impinged on the anterior cruciate ligament (acl). No further information was provided and patient's outcome is unknown.